Event description:
Information received indicates the right head siderail will not latch.

Manufacturer narrative:
The technician tightened the latch screws and lubricated the latch mechanism to repair the bed.